Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent got dislodged. Attempts were made to remove the stent by snare but failed. The device was implanted in the same vessel and a 2.25 x 28 synergy drug-eluting stent was used to cover the lesion and complete the procedure. No patient complications were reported.